Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he received an email regarding a recall due to an issue with the scroll wrap feature. The customer was advised that the insulin pump with the scroll wrap feature could have a button error that allows an unintended maximum bolus to be delivered. The customer reported a low blood glucose of 26 mg/dl. The customer had become unconscious and was treated by paramedics with an infusion of glucose.